Manufacturer narrative:
(B)(4).

Event description:
It was reported "physician found damaged sheath after he open kit." It was reported the issue was detected during insertion. The physician used a new kit for the patient. There was no impact or delay to the procedure due to the event. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "physician found damaged sheath after he open kit". It was reported the issue was detected during insertion. The physician used a new kit for the patient. There was no impact or delay to the procedure due to the event. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4) the customer returned one, opened PICC kit including: one peel-away sheath with dilator assembly for analysis. No obvious signs of use were observed on the returned components. The dilator was within the peel-away sheath and visual analysis revealed both the sheath/dilator body were kinked towards the distal end. The observed damage is consistent with the damage occurring whilst the dilator is still within the sheath when undue force is used during an attempted insertion. Additional damage was observed towards the distal end of both the sheath and dilator, starting from the distal end at the dilator and moving proximally towards the sheath. However, this type of damage is consistent with contact with a sharp instrument. The customer was contacted, and they stated they were aware of the cut-like damage on the dilator and sheath; however, the circumstances surrounding this defect cannot be determined. Microscopic analysis confirmed the damage. The kink in the sheath/dilator assembly measured 57 mm from the distal tip of the dilator. The cut on the dilator measured 19 mm from the distal tip. The sheath length from the tabs to the distal tip measured 3 13/16", which is within the specification limits of 3 7/8"-4 1/8" per the peel-away product drawing. The sheath outer diameter measured 0.102", which is within the specification limits of 0.094"-0.104" per the peel-away product drawing. The dilator was removed and reinserted back into the sheath. The dilator was able to pass through the sheath with little to no resistance. Performed per instructions-for-use (IFU) statement, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report of peel-away sheath body damage during use was confirmed through complaint investigation. Visual analysis revealed that the peel-away sheath/dilator assembly was kinked in the center of the body. The appearance of the damage is consistent with damage resulting from undue force applied during an attempted insertion. Despite the damage, the sheath met all relevant functional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "physician found damaged sheath after he open kit". It was reported the issue was detected during insertion. The physician used a new kit for the patient. There was no impact or delay to the procedure due to the event. The patient's condition is reported as fine.